Event description:
It was reported that a novum iq syringe pump alarmed system error 21505 (occlusion sensor drift failure) during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During pre-service inspection the reported issue of "system error 21505" was observed. A review of the event history log revealed multiple occurrences of system error 21505 messages. A service history review revealed the device has been previously serviced for an unrelated issue. There is no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the plunger driver assembly is failing. The plunger driver assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.